Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 518 mg/dl. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended; however, the customer's continuous glucose monitor was not available due to a customer not changing out a non-tandem expired sensor.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.